Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the control knobs would not adjust anything and an error message was displayed on the external pulse generator (epg). Technical support (ts) had the caller measure the 9 volt battery voltage. The battery voltage measured was 6.94 volts. Ts asked caller to replace the 9 volt battery and upon replacement, the device operated as designed. Ts explained the error and potentially that this was related to low battery voltage and discussed impact and function of low battery. The epg remains in use. There was no patient involvement.